Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have scratch marks/abrasion on the bipolar yaw pulley. There was no missing material found. Components adjacent to the damaged yaw pulley show damage. The conductor wire insulation was found to be damaged, and the damage was aligned with the yaw pulley damage. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of both bipolar yaw pulleys at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps (fbf) instrument conductor wire was damaged. The instrument was not used on the patient. The customer used a backup fbf instrument to continue with the procedure. No fragments fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire was frayed.